Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® no additive (z) tube there was foreign matter in the tube(s) biological and non-biological. This event affected 29 devices. The following information was provided by the initial reporter. The customer stated: "black spots were found on several tubes."

Manufacturer narrative:
H6: investigation summary. Bd received twenty-nine (29) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter (black spots) was observed embedded in the sidewall of the tubes with the incident lot. Embedded foreign matter is a cosmetic defect, as it is isolated from any specimen. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of embedded foreign matter (black spots) based on the returned samples. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® no additive (z) tube there was foreign matter in the tube(s) biological and non-biological. This event affected 29 devices. The following information was provided by the initial reporter. The customer stated: "black spots were found on several tubes.".